Event description:
The pt's mother reported that the pump was not responding when the down arrow button is pressed and the button does not feel normal. The pump reportedly has not been exposed to water. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared to be intact (no peeling or lifting), all the keypad buttons were not responding to user inputs, all key contacts were inverted and do not spring back, and there was evidence of adhesive/contamination under the all key contacts.